Event description:
Biomed reported: "tubing error." Stopped active infusion: yes. Injury/adverse reaction: no. Process step where problem occurred: during use. Biomed reported on 07/18/2025: I have retested pump with new IV set and received the same results. Tubing set misloaded with multiple cassettes. A review of the device logs indicate the following: mechanical hardware failure (av sticky valve). Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Upon evaluation it was observed that the fva pins had severe drag. The loading pins also had drag. An internal investigation was performed and there were signs of contamination on the fva pins. A cleaning was performed and the fva and loading pins are free of drag. No other damage was identified.